Event description:
It was reported that the ultra fast-fix had t1 and t2 deployed at the same time. A backup device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
Complaint indicated ¿simultaneous deployment¿. This device requires manual advancement to position the anchors at the tip of the delivery needle for deliberate manual stripping off of each anchor individually. There is no deployment with this device style. The device is in fairly good condition. The blue split cannula was returned but not protecting the needle. There is slight twist of the distal needle tip. T1, t2 and suture were returned but separated from the delivery needle track. The depth limiter was returned and is trimmed for surgeon¿s preference. The manual advancement lever and actuator are fully advanced. This advancement as well as the stripping off of each anchor is user controlled action for this style device. No root cause related to the manufacture of the device can be confirmed. Device returned for evaluation.